Manufacturer narrative:
Date of initial report: (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a gap between the jaws when the surgeon tried to close. There was no tissue compression resulting in a partial seal. The surgeon managed the surgery with another energy source. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. There was no injury to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One used lf1737 ligasure device was received, and evaluation could not confirm the issue of an inadequate seal after a completed sealing cycle. However, an alternative issue of alarms was identified when sealing was attempted. Further examination found the alarms were due to damage at the tip of the jaws. The jaws were also discolored. The discoloration and damage found are signs of reprocessing this single use device. The investigation identified the root cause of the issue to be misuse of the device. The instructions for use included with the device cautions users that contact between an active instrument electrode and any metal objects may increase current flow and result in unintended surgical effects or insufficient energy deposition. It also states that this device is intended for single use. If information is provided in the future, a supplemental report will be issued.